Event description:
A father of a two-year old child had placed a jin massage chair very close to a work desk. The father was using the massage chair in his home office so that he could work and receive a massage simultaneously. The father left the room and a two-year old child was left unsupervised with the massage chair for a period of approximately 7 minutes. It appears that the child operated the jin massage chair in his father's absence, causing the chair to recline and the foot rest (ottoman / leg massager feature) to move upward. This placed the ottoman / leg massager portion of the chair into close proximity with the office desk. It appears that the child's neck became entrapped between the edge of the work desk and the ottoman / leg massager portion of the chair. The cause of death is alleged to be entrapment and/or crushing of the child between the edge of the desk and the edge of the ottoman / leg massager portion of the chair. Investigation into the root cause of this event is ongoing. The investigation to-date has not identified a malfunction with the chair that could have caused or contributed to the death. This matter was brought to the attention of the importer by a plaintiff's attorney hired to represent the family of the deceased two-year old boy. The plaintiff's attorney has told the insurance company for the importer that there is nothing wrong with the function of the chair.